Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Review of the manufacturing records for the batch/lot number of the complaint device confirmed that the devices in this batch met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that rotaburr difficulty removal occurred. A 1.25mm rotalink¿ plus was selected for use to treat the target lesion. During procedure, the rotational speed was set at 180,000rpm. It was then noted that the burr was unable to cross the lesion. Consequently, after multiple attempts, the rotawire was kinked. Dynaglide mode was then activated to remove the rotaburr; however, it took a longer time than usual to remove the device. Two hours after the procedure, the patient died in the intensive care unit (ICU). The physician's opinion states that the device has no relation to the death of the patient as the patient was stable after the burr was removed from the body.